Event description:
A pasv port was being placed for therapeutic purposes in 2005. Immediately upon completion of suturing the port in place, the physician attempted to draw blood. Blood could not be drawn from the left lumen and when the needle was placed in the septum, the physician noted a hard gel substance inside. The incision was immediately reopened to replace the port.